Event description:
It was reported by the affiliate that when the device was used during a video assisted thoracic surgery procedure, it would not fire. Another device was used to complete the case. There was not consequence to the patient.